Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported device inserted on february 14, two days later found dysfunctional PICC; irrigation is carried out and it is not possible; later return is sought but none of the lumens works. Subsequently, the power PICC catheter is discovered and removed and it is found that 10cm from the insertion site of the catheter, rupture of the same, scant bleeding at the insertion site. For this reason, the catheter is changed and old device was discarded.